Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of tears in both power cables was confirmed via submitted images and evaluation. A review of the log files contained data spanning approximately 13 days (06oct2023 ¿ 17oct2023, 04apr2024 per timestamp). All of the captured data appeared to show the system controller operating as intended. The reported controller exchange was observed on 17oct2023. Photos provided by the customer revealed multiple tears and kinks in the outer jackets of both power cables. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis and visual inspection confirmed the reported damage. The system controller underwent functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate as intended for extended operation. The power cable damage did not affect the functionality of the system controller. The system controller power cables were cut open to inspect the condition of the wires. Fluid ingress was observed under the power cables¿ outer jackets. Kinks in the wires were confirmed at each area of damage; however, internal metal conductors were not exposed. It was stated by the clinical specialist that there were no consequences to the patient status following the controller exchange. No alarm was reported for the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that both power cables on the system controller had tears due to wear over time. The system controller was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.